Manufacturer narrative:
The returned device was evaluated and a shortened cannula was noted during the investigation. This finding was observed on the exposed portion of the cannula and it is unknown when the shortening occurred. Because the distal tip had been cut off, the device failed the fluid path test. The device download data showed no increase in pulse widths or signs of struggle during the run that would indicate a shortened cannula. No other defects or deficiencies were found during the investigation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The root cause of the cut cannula could not be determined. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 18.6 mmol/l (366 mg/dl) while wearing the pod between 4 and 24 hours on the leg. No additional information was reported.